Manufacturer narrative:
The manufacturer received information alleging the patient states the device has black particles. There was no report of patient harm or injury. The device was received by the manufacturer for evaluation, evaluation has not begun. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Box h and d: date return and device aval for evalution, evaluation method code, evaluation results code and conclusion code grid has been updated.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer previously received information alleging the patient states the device has black particles. There was no report of patient harm or injury. The device was received by the manufacturer for evaluation and the evaluation has not begun. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Evaluation method code grid, evaluation results code grid and conclusion code grid were updated.

Manufacturer narrative:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of the patient states the device has black particles. There was no report of patient harm or injury. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation. Patient identifier has been updated. Box h: problem code grid, evaluation method code, evaluation results code, and conclusion code grid has been updated.

Event description:
The manufacturer received information alleging the patient states the device has black particles. There was no report of patient harm or injury. The device was received by the manufacturer for evaluation, evaluation has not begun. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.